Manufacturer narrative:
The technician found the casters were worn. He replaced the brake and brake/steer casters to repair the stretcher.

Event description:
Info rec'd indicates the casters do not hold and continue to ratchet when in brake.